Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer filled the cartridge with 250 units of insulin on (B)(6) 2016, and the insulin gauge displayed 30 units of insulin this morning. There was no impact to the customer's blood glucose level. The customer reloaded the current cartridge on the pump and received an accurate fill estimate.